Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown.

Event description:
Healthcare professional reported right side "fortuitous rupture and a capsular contracture. Baker grade IV." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown encapsulation, crease fold, wear abrasion, two openings on anterior and posterior. Leak test and microscopic analysis was performed which identified: a crease smooth opening on anterior, two crease sharp openings on anterior and posterior, and four striated openings on posterior and radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on anterior assessed as fold flaw opening. Two crease sharp openings on anterior and posterior assessed as fold flaw opening. Four striated openings on posterior and radius assessed as surgical damage.

Event description:
Healthcare professional reported right side "rupture" of a saline device.